Manufacturer narrative:
Correction to h10: the device was not returned to olympus for evaluation and repair. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. It is likely the reported event occurred due to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k120418. Model: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 30°, sterile, single use, 12 pcs., for turis.

Event description:
It was reported to olympus that a resection electrode had a broken distal end (loop). The reported problem was found during use for a prostate resection procedure. The facility finished the procedure with a different loop. There was no patient injury or adverse event reported to olympus.